Manufacturer narrative:
The customer understands that this issue was caused by human error and the single-touch should not have been used with the biopsy chair and patient near the gantry, per the warning written in the reference manual (897n120115f). Per the reference manual, "make sure that no obstacle is placed within the operation range of the swivel arm before using the single-touch function. Make sure that no one is around the equipment before using the single-touch button." There was no malfunction associated with the device. This report is being submitted in abundance of caution. The on-site customer service engineer (cse) was dispatched to the customer site. The device was inspected and calibrated, then returned to service. If there is any additional relevant information provided a supplemental report will be submitted.

Event description:
It was reported that an injury occurred during an exam being performed with an aspire cristalle. The patient with multiple sclerosis who was an invalid and could not use their hands was seated in a biopsy chair. The primary mammographer pressed the "one touch" button to move the gantry to the home position, at this time the assisting mammographer had their hand between the chair and the moving tube arm. The moving tube arm hit the chair and the assisting mammographer's hand in between; the tube arm bended when it hit the chair and assisting mammographer. The assisting mammographer continued working until the next day; however, then the mammographer (assisting) started feeling pain and went to urgent care. The hand was black and blue. After further follow up with the assisting mammographer, it was found that an x-ray was performed for the injured hand and there were no bone breaks; several days later the bruising went down and the hand was back to normal. There was no malfunction of the device. There was no adverse event or injury to the primary mammographer or the patient. No other information was provided.